Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100675880 model/catalog description: pump unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100658135 model/catalog description: balloon unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and uretral atrophy. As a result, the cuff was explanted and replaced in a more proximal place. No further patient complications were reported.